Event description:
A malfunction alarm occurred with the customer's pump during insulin delivery. There was no adverse impact on the customer's blood glucose level. The customer was unable to resume insulin therapy after attempting to load a new cartridge, so technical support assisted and determined that a replacement pump was necessary. The customer was informed about the replacement, and guidance for storage mode during transport was provided while ensuring continuity of insulin therapy with the replacement pump.